Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was shaking a lot and they thought the patient was having an anxiety attack because the blood pressure was fine but their pulse rate was at 188 and they were jerking and gasping for air. The patient has been shaking for three weeks. The patient has been falling every day, "all the time". The patient's arms were "flailing around". The ins showed it was on. Both stimulators were synced and showed on and ok.